Manufacturer narrative:
(B))(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B))(4)

Event description:
It was reported the patient experienced complications during a mechanical thrombectomy procedure to treat deep vein thrombosis (dvt). Vascular access was obtained via the left popliteal vein. An angiogram showed that the patient had noticeable clot in the left iliac vein. The iliac region was crossed with a guide wire and then an angiojet zelantedvt was introduced. The zelantedvt catheter was used in power pulse mode for 40 minutes duration to treat the region with 90mg of tissue plasminogen activator (tpa). The tpa was allowed to set for 40 minutes, and then the zelantedvt catheter was used in thrombectomy mode for a total run time of 305 seconds. During this run time, the patient started complaining of shortness of breath. The patient's blood pressure dropped systolic 120 mmhg to about 80 mmhg. The patient's heart rate went from about 80 bpm to about 130 bpm. Oxygenation saturation dropped from 100% to as low as 80%. The procedure was stopped and the patient's breathing was changed from room air to breathing mask. A demerol IV was ordered and IV fluid was increased. Within approximately 3 minutes the patient's vitals were normal again. The procedure was continued and the left iliac vein was treated with stenting. The patient is in stable condition. It is believed that a pulmonary embolism likely occurred during the procedure.